Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated and, as was reported from the field, the programmer screen showed a window with the message interrogating fault data. Memory review confirmed the battery status was beginning of life (bol). The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that during a routine follow-up, the physician reported a telemetry anomaly in which normal interrogation was not possible with multiple programmers reporting a data loading fault error. Data was sent to technical services (ts) for an engineering level evaluation. The findings of this evaluation concluded that the observation was due to a reoccurring single bit memory error. Historically, a device will self correct a single bit error and continue normal operation however, in this instance the error was identified and attempted to be corrected over 900 times, without success. Ts concluded this to be a hardware malfunction and intermittent in nature. Single bit error malfunctions do not affect therapy and do not impact the devices capability to deliver therapy but will result in an elevated current draw and will require replacement, to correct. The replacement is deemed non emergent and at the physicians discretion. No resulting adverse patient effects have been observed. Subsequently, this device was explanted and replaced. The explanted product was later returned for laboratory analysis. Another boston scientific device of same model type was implanted without incident.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, the physician reported a telemetry anomaly in which normal interrogation was not possible with multiple programmers reporting a data loading fault error. Data was sent to technical services (ts) for an engineering level evaluation. The findings of this evaluation concluded that the observation was due to a reoccurring single bit memory error. Historically, a device will self correct a single bit error and continue normal operation however, in this instance the error was identified and attempted to be corrected over 900 times, without success. Ts concluded this to be a hardware malfunction and intermittent in nature. Single bit error malfunctions do not affect therapy and do not impact the devices capability to deliver therapy but will result in an elevated current draw and will require replacement, to correct. The replacement is deemed non emergent and at the physicians discretion. No resulting adverse patient effects have been observed. Subsequently, this device was explanted and replaced. The explanted product is expected to be returned for laboratory analysis. Another boston scientific device of same model type was implanted without incident.